Event description:
The customer contacted abbott to report three unsuccessful attempts to calibrate the axsym rubella igg assay with a new lot of reagent and observed error code 1018 (calibration check failure, calibrator a, results too high). The abbott customer technical advocate (cta) reviewed the customer's instrument message history and determined multiple level sense errors occurred the week prior to the issue. The cta requested the customer perform bulk solution volume checks and other troubleshooting procedures, specifically, changing the sample probe. The customer reported after performing troubleshooting procedures, calibration was unsuccessful. The customer was sent a new lot of rubella reagent. The abbott field service fsr was dispatched to the site and was not able to resolve the issue. Add'l lots of calibrators were sent to the customer and the customer was still unable to achieve successful calibration and refused to troubleshoot further. All reagents and calibrators were returned for investigation. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is on going. A final report will be submitted when the investigation is completed.